Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. After attempting various solutions such as changing wall outlets and trying different charging cables and adapters without success, it was determined that the pump needed replacing. Technical support confirmed the pump was under warranty and arranged for a replacement pump to be sent. Meanwhile, the customer planned to use multiple daily injections (mdi) to ensure uninterrupted insulin delivery. The customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label, which they understood and acknowledged.